Manufacturer narrative:
Pending investigation.

Event description:
As reported, this female patient had an initial left tka on (B)(6) 2017. In or around (B)(6) 2022, the patient was diagnosed with aseptic loosening of her left knee replacement. On or about (B)(6) 2022, just days before the patient's left knee revision surgery, her left knee gave out causing her to fall on the sidewalk and suffer cuts and deep bruising on her body, including her head and face. Upon information and belief, the patient's fall was caused by her loose polyethylene tibial insert. She was revised on (B)(6) 2022. Upon information and belief, the loose components and osteolysis was due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
Added information to d8. H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the implants and the bones, resulting in aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. Initial submission: all fields in section f should be blank, this is a manufacturer's report.